Event description:
As reported, disposable pressure transducer tubing was detached from the vamp during use on a patient. The user observed bleeding, approximately 50 to 100 ml. As soon as the disconnection occurred an alarm appeared on the monitor. The device was discarded by the hospital.

Manufacturer narrative:
We received one single dpt - vamp adult kit. Dry blood was evident at the vamp reservoir stopcock and tubing connector. The tubing was found detached from the bond joint with reservoir stopcock. The tubing was bent at the point of detachment. Indications of bonding solvent were visible at approximately less than 50% of tubing bond area. Tubing outer diameter was within specification. A review of the manufacturing records indicated that the product met specification at the time of release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.